Event description:
It was reported that a false st discriminator was found on trend data. It was noted that the discriminator does not perform as well as it used to. Detailed information regarding the device or the patient is unknown and follow up is in progress. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #us MDR FDA the device was not returned for analysis. However, performance data collected from the device was received and analyzed. There were no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.